Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was told by the physician that the device wouldn't last as long as they originally thought. In addition, the device had previously slid underneath her arm and had to be repositioned.